Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during thrombectomy procedure, the physician used the subject guidewire to deliver guide catheter to c1 and then delivered microcatheter. When the subject guidewire tip reached the bifurcation of internal carotid artery, the physician felt resistance while advancing the guidewire within the microcatheter. After checking under fluoroscopy, the physician found that the subject guidewire was fractured inside the microcatheter. The subject guidewire was removed from the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿ updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, an attempt had been made to shape the guidewire tip. The guidewire was returned broken in 2 segments (13.5cm distal segment and 284.8cm proximal segment). In the proximal segment 284.8cm, the core wire was noted to be exposed. In the distal segment 13.5cm, the core wire was noted to be exposed. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. Functional inspection could not be carried out as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use. The dispenser hoop was flushed before removing the guidewire and there was no resistance encountered removing the guidewire from the dispenser hoop. The guidewire tip was not shaped. Continuous flush set up and maintained throughout the clinical procedure and the patient¿s anatomy was severely tortuous. During the case, the operator suddenly couldn't advance the guidewire and then he found the guidewire fractured. The issue was noted on the guidewire distal section. No force was used to overcome resistance. No other difficulties were encountered during the usage of the device that could have contributed to the issue. The broken guidewire has been taken out of the patient anatomy without any snare device. The inner diameter of the microcatheter used in the procedure was 0.021inch. No additional medication was given to the patient as a result of this event. The current condition of the patient is stable. Analysis of the returned device found an attempt had been made to shape the tip of the guidewire. The guidewire was returned broken in 2 segments (13.5cm distal segment and 284.8cm proximal segment). The nitinol tubing was broken with the core wire was exposed and broken which indicates the device encountered significant manipulation during advancement in the patient. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire broken/fractured during use¿ and ¿guidewire difficult to advance¿ and as analyzed ¿guidewire broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during thrombectomy procedure, the physician used the subject guidewire to deliver guide catheter to c1 and then delivered microcatheter. When the subject guidewire tip reached the bifurcation of internal carotid artery, the physician felt resistance while advancing the guidewire within the microcatheter. After checking under fluoroscopy, the physician found that the subject guidewire was fractured inside the microcatheter. The subject guidewire was removed from the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.